Event description:
It was reported that an unspecified alaris pump event occurred (efeedback ID (B)(4)), and the patient impact was "potential harm." The pcu sn (B)(6) and (4) syringe pump modules sns (B)(6) channel disconnected, and were removed from use and sent to clinical engineering. Biomed could not duplicate any connection issues, however syr sn (B)(6) failed the plunger force test. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs1215 - channel a, cs0673- channel b, 42196 - pcu, cs0200 - channel c, and cs0701 - channel d. It was also reported that (5) more devices were also involved in this unspecified pump event (efeedback ID (B)(4)). The following infusion pumps turned off while running, and were removed from use and sent to clinical engineering: pcu sn (B)(6) and (4) syringe pump modules sns (B)(6). Biomed found channel c and d lose power when lifted while connected, and channel c has a bent pin in the female iui connector. It was noted that the pcu error log showed error code 600.6850 the day the work order was submitted to biomed. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: cs0719 - channel a, cs0416- channel b, 42701 - pcu, cs0296 - channel c, and cs1273 - channel d.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, additional information was not provided.

Event description:
It was reported that an unspecified alaris pump event occurred (efeedback ID (B)(4)), and the patient impact was "potential harm." The pcu sn (B)(4) and (4) syringe pump modules sns (B)(4) channel disconnected, and were removed from use and sent to clinical engineering. Biomed could not duplicate any connection issues, however syr sn (B)(4) failed the plunger force test. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: (B)(4) - channel a, (B)(4) - channel b, (B)(4) - pcu, (B)(4) - channel c, (B)(4) - channel d. It was also reported that (5) more devices were also involved in this unspecified pump event (efeedback ID (B)(4)). The following infusion pumps turned off while running, and were removed from use and sent to clinical engineering: pcu sn (B)(4) and (4) syringe pump modules sns (B)(4). Biomed found channel c and d lose power when lifted while connected, and channel c has a bent pin in the female iui connector. It was noted that the pcu error log showed error code 600.6850 the day the work order was submitted to biomed. The customer provided the following asset tag numbers of the devices, but did not clarify which device serial numbers went with which asset tags: (B)(4) - channel a, (B)(4) - channel b, (B)(4) - pcu, (B)(4) - channel c, (B)(4) - channel d. Although requested, additional information was not provided.